Event description:
It was reported that the customer was admitted to the hospital due to a low blood glucose level that ranged from 48-49 mg/dl. Customer consumed carbohydrates prior to being hospitalized in attempt to resolve bg level. While in the hospital, customer was under observation, but was not treated. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the customer alleged that the pump auto-delivered 15 units of insulin. Tandem technical support (cts) performed a system check on the pump and determined that the pump was functioning as intended. The pump history was reviewed and it was determined that the 15 unit of insulin were manually delivered by the customer. Customer acknowledged that bolus was accidentally requested and delivered while sleeping. Cts assisted customer in setting up a locking pin to avoid delivering an unintentional bolus.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.